Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) with an implantable neurostimulator (ins). The reason for call was the pt's recharger was not working for it was not charging. The patient was talking to the manufacturer representative (rep) who gave them the phone number to call for a new one or a replacement one. Now the patient's back was starting to hurt because they could not charge the implanted neurostimulator. Patient noted they had tried several times to recharge the device and put it in the charger and in the outlets. During the call the patient attempted to recharge their implant, but the patient was unable to recharge. Patient attempted to go into the recharging application and it said recharging but it did not give a number for the charge quality. Patient was able to feel the actual stimulator in their back. Patient repositioned the charger over the implant and it was still beeping. Patient went into the handset and it showed recharging with 0-0-0. The issue was not resolved. The caller was redirected to their healthcare provider to further address the issue. Patient mentioned they were still taking antibiotics and the doctor said they should have been finished but they did not know. Patient still had a few more capsules of the antibiotic to take. Pt reported they still had swelling around the area. Pt stated they would follow up with their managing hcp and make an appointment.